Manufacturer narrative:
H3: the actual sample and a picture were provided for investigation. The visual inspection of the provided photo and the actual sample with naked eye showed multiple small red marks on the header cap. The most likely cause is from a red pen used in the production to mark the defective products. The reported failure could be confirmed. This kind of failure should be sorted out by visual inspection. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use after opening the package of a polyflux 210h dialyzer, a red stain on the filter was observed inside the wall of the venous header. There was no patient involvement. No additional information is available.